Event description:
During a radical hysterectomy procedure, malformed staples. The surgeon opened another like device and had the same results. A competitor's product was then opened and the case was completed. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: instrument a was returned in good visual condition and with no cartridge loaded. The instrument was tested for functionality with a test cartridge and it fired conforming. Event described could not be confirmed as the staples were noted to have the proper b-formation. Instrument b was returned in good visual condition and loaded with a 3/4 partially fired cartridge that was noted to be in good visuial condition and with the lockout tab in the normal condition. The instrument was tested for functionality with a test cartridge and it fired conforming. Event described could not be confirmed as the staples were noted to thave the proper b-formation. Cartridge bacth v5dn1e.